Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 271 mg/dl while using the ilet and requested a full supply change walkthrough to ensure proper insulin delivery; the user reported no high-glucose symptoms, denied recent food intake, and confirmed the infusion set cannula was not bent and the site showed no leakage, with routine site rotation and standing site changes. Symptoms included an elevated blood glucose without associated clinical manifestations. Outcomes included improvement in blood glucose to 198 mg/dl after troubleshooting and education, with increased user comfort and no alerts, alarms, or hospitalization. Investigation included remote troubleshooting and user education to review infusion set replacement and supply change steps. Investigation of this case revealed no device alarms, no observable infusion set damage or site leakage, and no identifiable precipitating factor, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.